Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted at this time. A report states that this lead had low atrial intrinsic amplitude. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).